Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump had not button response due to corroded keypad traces. No button error alarms noted during testing. The displacement test was not performed due to button response. No moisture damage was noted on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches lcd window, scratched reservoir tube window, and cracked case at the reservoir tube window corner.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 8.1 mmol/l. No significant events leading to the alarm were observed. The caller stated that the alarm was resolved by removing and reinserting the battery. It was reported that some of the buttons were unresponsive, but the device started to work; however, the button error alarmed again later. It was also reported that the insulin pump had been in the rain and may have been exposed to moisture on its casing. The most recent blood glucose reading was 16 mmol/l, which was treated with manual injection. Advised replacement of the insulin pump. Nothing further reported.